Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a 75% stenosed de novo lesion in the proximal right coronary artery (prca) with heavy calcification and moderate tortuosity. The 4.00x28mm xience sierra stent delivery system (sds) was attempted to be advanced to the target lesion; however, failed to cross due to the anatomy. Therefore the sds was removed with difficulty also due to the anatomy and the stent strut was noted to be flared. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.